Manufacturer narrative:
Quality controls were acceptable. The investigation found the hemolyzing batch for reagent lot 731654 was loaded on 07-nov-2023 and had zero days of stability on board. The on board stability of a hemolyzing reagent 4 weeks. When the reagent was loaded on 07-nov-2023, the reagent was clearly beyond onboard stability when the complained sample was run in january of 2024. This is a user-handling error. The field service engineer checked the rinse station wash volume, the wash solution consumption, probe adjustments, the cuvettes, the lamp, probe washing, and the mixer adjustment. The engineer fixed the issue and no further issues were reported by the customer. There is no indication for a general product problem. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(4). The customer's qc results were acceptable. The field service representative checked the wash volume rinse station, wash solution consumption, probes adjustments, cuvettes and lamp, probes washing, and mixer adjustment. The checks that were performed showed no cause for the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hbalc gen. 3 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 12.8%. The patient's doctor was not satisfied with the result and recommended the test be repeated. A new sample was collected at another facility using a cobas 6000 and the result was 5.4%. On 16-jan-2024, the initial sample was retested and the results were 5.3% and 5.4%.